Event description:
It was reported that the vns patient was admitted to the hospital due to having an increase in seizures and bradycardia. Follow-up on (B)(6) 2015 revealed that the patient¿s increase in seizures was not related to vns. The patient¿s device was tested and showed normal device function. The cause of the patient's bradycardia is unknown. The patient continues to have occasional bradycardia events but not as frequent when the event was initially reported. The patient was seen by a cardiologist and later discharged. Attempts for additional relevant information have been unsuccessful to date.